Manufacturer narrative:
The apollo microcatheter has been received for evaluation. Once complete, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that air was present in the vasculature, just distal to the micro catheter tip. A new catheter was prepped and tracked to the avm. The procedure was completed successfully. The patient was receiving onyx embolization to treat an avm. The vessel tortuosity was moderate. The access vessel was the right vertebral, which was 4 mm in diameter. The reported device and accessory devices were prepared as directed in the IFU. The catheter was tracked to the avm and dmso was used to prep/prime the catheter. Onyx was pushed into the catheter but would not exit the apollo. It was observed that air was present in the vasculature, just distal to the tip of the apollo. The air was visible on fluro distal to the microcatheter in two different areas of the brain. The entire system was removed. The catheter was replaced and the procedure completed successfully. There were no symptoms associated to this event.

Manufacturer narrative:
Device evaluation of the apollo micro catheter has been completed. The apollo micro catheter appeared to be occluded with onyx les. However, there is no evidence suggesting that the apollo micro catheter was defective. The detachable tip was found to be intact. Onyx les residue was found within the micro catheter hub, but not at the distal tip lumen. The micro catheter was pressurized with water and found non-patent. No other anomalies were observed. There were no issues were found with the micro catheter hub, body or distal tip. The entire surface of the micro catheter was examined under magnification, no pinholes or ruptures were found. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. In regards to the report of ¿air in vasculature¿, the customer¿s report could not be confirmed and the cause could not be determined. Applicable photographs were not returned for analysis. In addition, the ancillary devices were not returned for analysis. Therefore, any contributing factors from any applicable photographs or the ancillary devices could not be assessed. It is possible for air to be introduced into the vasculature due to lack of continuous flushing of the guide catheter, low flush rate, loose rhv, guide catheter damage or air bubble trapped during connection of the onyx les syringe to the apollo micro hub. It was reported the accessory devices were prepared as directed in the IFU (instructions for use); however, use of a continuous flush could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.